Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The OEM customer reported five additional complaints from the past year. The following lot numbers correspond to the other five complaints: f631157, expiration date: 07/31/2011, device manufacture date: 07/2008. F638375, expiration date: 08/31/2011, device manufacture date: 08/2008. F648893, expiration date: 10/31/2011, device manufacture date: 10/2008. F678746, expiration date: 02/28/2012, device manufacture date: 03/2009. F699492, expiration date: 04/30/2012, device manufacture date: 04/2009. Conclusion: a follow-up report will be submitted when the evaluation has been completed.

Event description:
The rotator broke during use. No further information is available. No harm or injury was reported. The customer reported two defective devices but did not provide any further information or clinical details for the additional event. Therefore, this single form FDA 3500a will be submitted for this complaint. The OEM customer also reported five additional complaints from the past year for the same failure mode. This is one of six total reports: 1721504-2011-00108, 1721504-2011-00109, 1721504-2011-00110, 1721504-2011-00111, 1721504-2011-00112.